Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The customer reported that the device's blower was not running and the watchdog test had failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer troubleshot with tech support over the phone. The customer initially replaced the central processing unit (cpu), but the issue remained. The customer then replaced the motor controller (mc) printed circuit board assembly (pcba) which resolved the issue. The device was tested and now functions as intended.